Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the hub, which wouldn't screw onto the IV tubing during use. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "customer has had a some 22g insytes that have leaked from the hub and won't screw on to the IV tubing. When we have looked at the port there looks to be a piece of plastic not in the right place."

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Received a total of 175 units inside dispensers and within sealed packages from lot number 9085503. All contents within were intact. Visual evaluation: no physical-mechanical damage was observed on any of the units received. Water leak test: 38 of the units were tested using a luer slip fixture. No leakage was observed. 38 of the units were tested by connection a q-syte unit to the luer end of the adapters and then inserting the luer slip fixture into the q-syte. No leakage was observed. Conclusion: indeterminate: the returned representative units did not display any adverse characteristics that would contribute to the defect the customer reported, and the failure described in the event description could not be replicated at the laboratory. The actual unit was not received for evaluation.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the hub, which wouldn't screw onto the IV tubing during use. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter: "customer has had a some 22g insytes that have leaked from the hub and won't screw on to the IV tubing. When we have looked at the port there looks to be a piece of plastic not in the right place."